Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular channel markers were measuring low and were only flickering on occasionally or not at all. The status of the epg is unknown. There was no patient involvement.